Event description:
It was reported that the patient¿s battery is nearing end of service and the patient has been noting increased seizure frequency over the past 2-3 weeks. No known surgery has occurred to date. No additional relevant information has occurred to date.

Manufacturer narrative:
F10. Adverse event problem; corrected information; initial medwatch inadvertently submitted incorrection health effect-impact code

Event description:
The patient& generator was replaced. The explanted device is not available for return.